Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 347 mg/dl after a dinner announcement when the user ran out of insulin during the meal announcement; the user performed a supply change and asked whether the ilet pump would deliver additional insulin, and was advised that the pump would provide correction doses if still elevated, while the device problem and component could not be determined due to insufficient information. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.